Manufacturer narrative:
Agfa service responded to check the system and confined the dx-d 100 intermittently makes a sharp hard turn right. The service engineer replaced the dmc board and adjusted the chain drive on both wheels. The dx-d 100 system was tested and all motions were normal without any abrupt or unintended movement. The cause of this event is attributed to a defective dmc board or a motor cable loosened at the dmc board. The issue was resolved by replacing the dmc board. The dx-d 100 was returned to the customer and no additional events have been reported. There was no reported harm to patients or users.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. A review of the events indicated that a dx-d 100 experienced an unintended movement. The customer described the system would drive straight and then turn abruptly towards the right. No patients were involved